Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed insulin flow blocked alarms. During troubleshooting, found the cannula was bent. Troubleshooting was not completed at that time. The customer was contacted again and it was advised that the insulin pump would be replaced and returned for analysis. The blood glucose reading was 7.1 mmol/l.

Manufacturer narrative:
The insulin pump passed full functional testing displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump was received with scratched case and fading serial number.